Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 430 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened act button keypad dome. The button keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.